Event description:
Info received indicates the head of the bed will not stay up. It is drifting down slowly.

Manufacturer narrative:
The tech isolated the issue to the CPR valve. He did determine the CPR function was still working. The technician replaced the CPR valve to repair the bed.